Manufacturer narrative:
Investigation: one (1) picture has been received for investigation. On visual inspection of the picture received, it can be observed that there is leakage past the stopper. No damage or molding defect can be observed in the syringe that could have cause the alleged defect. Twelve (12) retained samples of lot 1701220p were evaluated. On visual inspection of these twelve retained samples, no damage or molding defect can be observed in any of them that could have caused the alleged defect. The stopper is correctly assembled to the plunger in all of them. A device history record review of lot 1701220p has been reviewed not finding any annotation or deviation regarding the alleged defect. During manufacturing process mechanical leak test is performed to every syringe on the assembly machine; in case it fails the defective sample is rejected automatically to scrap. Leak tests were performed with the 12 retained samples of lot 1701220p according to procedure (B)(4) and iso (B)(4) annex d and no leakage happens, meeting iso (B)(4). The syringes were disassembled not observing any damage or molding defect in the barrel or in the plunger rod that could have caused the alleged defect. This issue is not related to a manufacturing defect. The stopper is correctly assembled and no defect has been found in any of 12 retained samples that could cause leakage. Corrective action CAPA (B)(4) is open to investigate the root cause and reduce the occurrence of this defect.

Event description:
It was reported that cytotoxic medication leaked from a bd plastipak¿ 50ml concentric luer lock syringe. There was no report of exposure, injury or medical interventions.